Manufacturer narrative:
Original MDR 2517506-2017-00847 was filed 11/30/2017. Siemens headquarters support center (hsc) investigated the incident based on the information provided. The customer did not return the sample for further evaluation and loci data log was not submitted for an evaluation of the analyzer or reagent performance. The cause of the elevated cardiac troponin I result is unknown. No further evaluation of the device is required. Per the instructions for use for dimension cardiac troponin I (tni): "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution."

Manufacturer narrative:
MDR 2517506-2017-00842, MDR 2517506-2017-00843, MDR 2517506-2017-00844, MDR 2517506-2017-00845, MDR 2517506-2017-00846 and MDR 2517506-2017-00848 were also filed for the same customer inquiry. The customer contacted siemens customer care center for the discordant elevated cardiac troponin result on the dimension exl instrument. The cause for the discordant elevated tni result is unknown. Siemens is investigating the incident.

Event description:
A discordant elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl instrument. The initial result was reported to the physician and questioned. No corrected report was issued. A new sample was drawn and tested at an alternate facility and a lower result was obtained. There are no reports of patient intervention or adverse health consequences due to the discordant elevated tni result.